Manufacturer narrative:
Full name of the facility is (B)(6).the device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was clogging in the air/water channel. Due to the clogging the air flow test and water flow test failed. There was no air/water flow for the device. Other observations for the device are: lens glue at distal end has discoloration; charge couple device (ccd) cover lens glue has discoloration; distal end cover (c-cover) has a scratch; distal end rubber coating (a-rubber) is porous; bending tube is deformed; insertion tube insulation is near threshold value; connecting tube had a scratch pocket pouch; suction cylinder nut has paint peeling off; universal cord has a scratch; and up/down and right/left knobs have play and angulation is less than specified value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, clogging of the air/water channel was observed for the device during the reprocessing immediately after a procedure. The procedure had been completed successfully with no issues. The clogging in the air/water channel was not removed after reprocessing and the device was sent in for repair. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 10 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon (nozzle was clogged) with fragments from injection tube, silicone rubber products, or the like, which entered from channel. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿operation manual_ preparation and inspection -inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor the field performance of this device. A definitive root cause cannot be identified.